Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that guidewire tip detachment occurred. The patient was sedated under local anesthesia and a savion flx guidewire was advanced for treatment below the knee that was severely calcified. However, when the physician attempted to access the calcium, the tip broke off and could not cross. The device was removed and the procedure was cancelled.

Event description:
It was reported that guidewire tip detachment occurred. The patient was sedated under local anesthesia and a savion flx guidewire was advanced for treatment below the knee that was severely calcified. However, when the physician attempted to access the calcium, the tip broke off and could not cross. The device was removed and the procedure was cancelled.